Event description:
Nkom received medsun report from a hospital on(B)(6) 2025, "training for a new ventilator started on [redacted date]. All personnel using the ventilator had training prior to using. The elderly patient was placed on a new ventilator at 3:30 pm on [redacted date]. An abg [arterial blood gas] was taken at 6:36 pm, and the patient showed close to normal ph values. The night shift was trained and was given cards from the vendor trainers for any issues or questions. At 11 pm changes to the vent were made based on a nomenclature misunderstanding. On the old ventilators, p insp stands for inspiratory pressure (pressure given to give a breath), and p insp on the new vent stands for peak inspiratory. This was explained in training, but not so the night staff understood it firmly. The patient's volumes started to drop since the night staff started coming down in pressure based on the misunderstanding. Because of this, we believe this patient started to derecruit alveoli and decreasing the patients spo2 [saturation of peripheral oxygen]. At 3 am, the staff decreased the pressure more based on the previous misperception, which caused the oxygen to decrease further. The staff increased other oxygen recruitment settings and implemented oxygen recruiting patient positions, improving oxygenation to an acceptable level. At 6 am, the rt [respiratory therapy] manager and supervisor came in and found the issue and made changes to the vent, which completely normalized the patient's ph [potential of hydrogen] again. Upon further investigation, we have found the definitions and abbreviations used by companies is inconsistent. Inspiratory pressure (pinsp or insp pres) is defined by some as the total pressure (pip or ptot) delivered to the patient during inspiration (driving pressure during the inhalation phase + positive end expiratory pressure (peep)). Some define this as the driving pressure during the inhalation only. Ventilator companies have adopted both meanings and a combination of different abbreviations that could easily be confused (especially when you have multiple different ventilator companies in your fleet)." The nkom clinical team has investigated this case. By design and as explained in the nkv-550 operator's manual, the nkv-550 ventilator's terminology for pressure control (pc) settings can be either ¿pc (set the inspiratory target pressure above peep) or pinsp (set inspiratory target pressure as the maximum absolute pressure). The nkv-550 ventilator allows the institution to configure either ¿pc or pinsp on the institution configuration located in the ventilator service screen. Since most manufacturers use set inspiratory target pressure control above peep, including nkv-550 and its predicated ventilator (draeger v500), the nkv-550 pressure control default setting is ¿pc. The most common nomenclature in the market for pressure control settings above peep is just ¿pc¿. Less common is "pcontrol". The avea ventilator, which was launched 23 years ago, uses ¿pinsp¿ nomenclature for setting inspiratory target pressure control setting above peep, which contradicts most manufacturers' nomenclatures that use pc or "pcontrol". Nkv-550 uses a ¿pc to highlight that the setting is a ¿delta¿ pressure. Per nkv-550 series ventilator system operator¿s manual man5502-en rev. H, pc pressure control on page 75, pinsp sets the target pressure above zero, while ¿pc sets the target value above peep. After nkom thoroughly reviewed and analyzed the customer report, it was determined that there was no ventilator malfunction, the nkv-550 user manual has sufficient explanation and disclosure, and the nkv-550 design is consistent with most other ventilators in relation to this nomenclature.

Manufacturer narrative:
After nkom thoroughly reviewed and analyzed the customer report, it was determined that there was no ventilator malfunction, the nkv-550 user manual has sufficient explanation and disclosure, and the nkv-550 design is consistent with most other ventilators in relation to this nomenclature.